Manufacturer narrative:
Update 03/14/2016 (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
On (B)(6) 2016. (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device broke about one inch from distal tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Update 02/19/2016: (B)(6) stated during vein harvesting for CABG procedure the actual hemopro device broke about one inch from distal tip. The tip was retrieved with no patients effects. They sent photo of tip, but I do not know how to add them.

Manufacturer narrative:
An as- found failure mode ¿break; shaft¿ was observed. A mechanical evaluation was performed. The device would not fit through a reference cannula and the jaws would not fully open and close. The device was inoperable in the returned condition; therefore we are able to confirm the complaint for the reported "mechanical issue¿. (B)(4) updated sections date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Device evaluation: the device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. The shaft was bent approximately forty-five degrees at the joint where the shrink tubing meets the shaft. The shrink tube had been deformed and peeled back. Signs of blunt force were observed with scrape marks and buckling of the shrink tube. The condition of the jaws as-found (tissue and char were present) indicate the event occurred at some point after usage of the device had commenced. Based on the condition of the device as-analyzed, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device broke about one inch from distal tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6), lsa, stated during vein harvesting for CABG procedure the actual hemopro device broke about one inch from distal tip. The tip was retrieved with no patients effects. They sent photo of tip, but I do not know how to add them.